Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the complaint of a clogged nozzle, the cause is not established, and in the case of the identified failure "jet tube with white foreign material" is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject product exhibited a clogged jet tube (auxiliary water tube) with foreign material. There was no patient involvement.